Event description:
The patient reported that she questions if the infusion device is correctly delivering basal insulin. She reported experiencing elevated blood glucose values for "some time" but when she boluses her blood glucose decreases. She also notices less insulin reduction in the insulin cartridge. Her average blood glucose level between in 2009, is 11.3 mmol/l (203 mg/dl) and her average blood glucose level between the time in the follownig month, is 15.8 mmol/l (284 mg/dl). She discontinued use of the infusion device and switched to an insulin pen. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.